Event description:
Patient reported they broke or fractured their hip while working patient heard a pop but thought it was a sprain the pain or hernia. Patient reported extreme pain. Patient presented at the hospital. MRI and CT scans confirmed a broken hip. Patient had an open reduction internal fixation surgery where a femoral neck system was implanted. After the surgery was completed, patient was admitted into the hospital for about 5 days due to an infection; that they did not identify to me after a couple of days after I was admitted. I was at medical facility for 6 weeks. Patient could not walk on his foot after 4 weeks. Patient told doctor he thought something was wrong and the surgeon told him pain will be normal for some time. However, patient reported having nerve, muscle, spasms bad. No medications were administered. Patient was discharged from the facility without seeing my ortho doctor. Patient went home without any improvements noted he was getting worse. On an unknown date approximately 2 months later, patient went back to the surgeon stated the hardware was shifting. Surgeon stated for patient to come back in two weeks for another x ray. Patient again stated he was in pain and nothing was prescribed. Patient was in pain and presented to emergency room. Another MRI and CT confirmed hardware had failed. Patient was also diagnosed with osteomyelitis, metallosis, staphylococcus, sepsis due to the metal shavings, fragments, particles, entering the blood stream and surrounding my muscles. Patient was administered antibiotics for 2 months and in pain. In april ortho doctor explained to the patient he would need another hip replacement. Revision surgery was completed on an unknown date. Patient remains in a facility. This report is for one unk - plates: fns. This is report 1 of 4 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown date. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown fns/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1: reporter is patient. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.